Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with possible over delivery and observed a discrepancy in reading between sensor glucose and blood glucose values. The customer reported blood glucose value of 64 mg/dl. The customer was treated with glucagon. The event involved product(s) mmt-7040d1. Troubleshooting was performed and the customer has been using the insulin pump system within 48 hours of reported event. It was noticed during troubleshooting for sensor inaccuracy issue that the the discrepancy between the sensor glucose value of 120 mg/dl and blood glucose value of 64 mg/dl was not within the target range. No further patient complications were reported. No product return is required for mmt-7040d1.

Event description:
Updated summary: low occurred at 19:30. Customer alleged over delivery. Customer calibrated the sensor and currently the levels are in range. Smartguard was used. Sensor is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.